Manufacturer narrative:
Added: d3. Corrected: d1, d4 (serial & catalog). Tachycardia: the cause of the injury was not determined due to insufficient clinical details. Difficult to advance: the cause of the delivery issue was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 77 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for percutaneous coronary intervention with stent placement. During the procedure, the patient experienced 5 runs of ventricular fibrillation requiring shocks, epinephrine, bicarbonate, calcium chloride, and lidocaine. This event is conservatively reported as arrhythmia prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: b2 death and date of death added. G1 MFR contact fax number updated. H1 updated to death. H6 impact codes f02 added.